Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that at the (B)(6) postoperative check, it was as though the pt's astigmatism had not been corrected. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012, by fax and mail. A completed questionnaire has not been received. (B)(4).